Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during a case, the site lost tracking of their biopsy needle. The site reported they had locked the trajectory and tracked the biopsy needle momentarily, but since then the lock trajectory button had become grayed out and they had lost tracking. Technical services (ts) confirmed that "trajectory locked" in red was not visible on the depth gauge screen. Ts asked them to place their probe back in the articulating arm. Doing so made the lock trajectory button active again. With the probe in the articulating arm, ts asked them to click the lock trajectory button. This made the red "trajectory locked" appear on the depth gauge screen. The surgeon confirmed that the biopsy needle was now trackable. The issue resolved on call. There was no impact on patient outcome. Delay in surgery was not provided. There was a 5 minute delay to the case.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.